Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the ureteral calculus surgery, they encountered ureteral stenosis and used a ureteroscope balloon. When they opened the balloon package, they found that the pressure pump was broken. They replaced the balloon and completed the surgery. Per follow up information received via ibc on 03sep2024, customer confirmed that no patient involvement.

Event description:
It was reported that during the ureteral calculus surgery, they encountered ureteral stenosis and used a ureteroscope balloon. When they opened the balloon package, they found that the pressure pump was broken. They replaced the balloon and completed the surgery. Per follow up information received via ibc on (B)(6) 2024, customer confirmed that no patient involvement.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received one photo sample that shows top view of eagle inflation device within packaging separated into two separate pieces. Therefore, the reported event is confirmed. No actions can be taken at this time since a root cause was not identified. Labelling review is not required as labelling would not have prevented the reported event. DHR review did not show any problems or conditions that would have contributed to the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.